Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that upon interrogation it was noted the implantable cardioverter defibrillator (ICD) was showing one and a half years remaining with a power consumption of 50 percent greater than normal. Boston scientific engineering reviewed the data stored in the device and noted there was an rf calibration fault code approximately three months earlier. After this the power increased. Explant was recommended as an appropriate explant window could not be calculated. Subsequently the ICD was explanted and replaced. No additional adverse patient effects were reported.